Event description:
A patient reported they called their healthcare professional's office and they told them to increase to 1.45 v. The patient then experienced uncomfortable stimulation. The patient turned the stimulation down to 1.0 v and the stimulation is still driving her crazy. The patient noted the nurse told her to increase to 1.45 v and the patient increased and the pulsating was very uncomfortable all the time it felt like someone was tapping her on the vagina. The patient decreased to 1.00 v and it was still pulsating on and off all day long and it was driving her crazy. The patient noted the symptoms were sudden. The patient also noted during the trial she was getting support every day, and once she got the permanent implantable neurostimulator (ins) the hcp did not want to see her and she has not heard from the manufacturer representative (rep), she felt like she is left out there, she is aggravated and frustrated. The patient is implanted for gastrointestinal/pelvic floor.

Event description:
Additional information was received from a consumer (con). It was reported that the patient kept changing programs and turning it up, but it just kept vibrating and was driving them crazy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.